Manufacturer narrative:
The returned device was evaluated and corrosion was observed on the pcb and the led screw. External inspection of the device found no defects that would allow fluid ingress. When the distal tip of the cannula was occluded to test for leakages, no signs of leakage were observed. However, fluid was observed inside the reservoir above the plunger. No damages or defects were found with the plunger that would cause fluid to leak out. The cause of the fluid corrosion could not be determined. It cannot be confirmed if this contributed to a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 300 mg/dl while the pod was worn on the arm for between 36 and 48 hours. As treatment, an insulin pen was administered.